Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction.   To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.  (B)(4).

Event description:
It was reported the end user received 2 boxes of product that the starter hole is incorrect. End user states all 10 of the skin barriers in this box have a hole at 38mm instead of 32mm. Photos depicting the reported complaint issue were provided by the complainant. Based on the photos provided, the center hole is off-center.